Manufacturer narrative:
Device is combination product. Device evalauted by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Evolve ii clinical study it was reported that stable angina occurred. In (B)(6) 2013, clinical assessment indicated that the patient's qualifying condition was stable angina. Prior to procedure, the patient was found to have abnormal fractional flow reserve (ffr) indicative of ischemia and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending (lad) artery with 60% stenosis and was 32mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 3.00x38mm study stent. Following post dilation, residual stenosis was 30%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, site has reported an event of stable angina. In (B)(6) 2015, the patient was hospitalized and was referred for cardiac catheterization. Eight days post hospitalization, the 90% stenosis in 1st diagonal was treated with placement of a drug eluting study stent with 0% residual stenosis and timi 3 flow. Revascularization included remote target vessel revascularization (tvr). The following day, the patient was discharged.